Event description:
It was reported that "patient presented to operating room with a nonunion of a proximal femur and a fractured gamma nail. Removed the broken gamma and replaced with a zimmer nail."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.